Manufacturer narrative:
The device evaluation found: the bending section cover or distal sheath (black covering of the bending section) came off. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cystonephrofiberscope exhibited bending section cover or distal sheath (black covering of the bending section) came off. There was no patient involvement.